Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) balloon and catheter detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an extractor pro retrieval balloon was used during a procedure performed on an unknown date. According to the complainant, the balloon detached on the delivery system while inside the scope. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an extractor pro retrieval balloon was used during a procedure performed on an unknown date. According to the complainant, the balloon detached on the delivery system while inside the scope. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was found to be burst and no part of the balloon was detached. The catheter shaft did not have any cosmetic defects and the balloon bonds were found to be continuous and intact. The proximal bond was within specification. The complaint information stated the issue happened within the scope causing the balloon to be damaged. Therefore, the most probable root cause is "caused by other device."